Event description:
Device 1 of 2. Reference: 1627487-2011-04088. The pt received her scs system on (B)(6) 2011. It was reported the pt called the physician's office with pain and puffiness at the ipg incision site. The pt was advised to go the nearest ER. It was reported the ER physician determined the infection was superficial and placed the pt on oral antibiotics. F/u revealed the pt had an add'l appointment at the (B)(6) hospital. It was reported there was some clear fluid draining at the incision site and some pain at the thoracic incision site. The physician is monitoring the pt's healing.

Manufacturer narrative:
Eval: method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.